Event description:
It was reported that the patient underwent surgery to treat l4 to s1 nonunion, failed fusion and lumbar instability. Underwent alif l4-5 and l5-s1 and redo transverse process fusion l3-s1 using posterior instrumentation, peek cage and rhbmp-2/acs. On a 378 days post-op, the patient underwent surgery to treat nonunion and loose hardware. Symptoms include low back pain that radiates to the left thigh. He reports numbness and tingling in the thigh area. Pain is described as-sharp, stabbing, dull, aching and intermittent. Surgery consisted of alif l4-5, l5-s1 plus rhbmp-2/acs. L3 through s1 posterolateral fusion using rhbmp-2/acs and pedicle screw instrumentation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.